Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced insulin flow blocked alarm event on (B)(6) 2026. The event occurred within three or more hours of insertion. The blockage was in the tubing. The blood glucose level was high (specific value unknown) and the patient was treated with correction via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.